Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer observed a wire of the mega suturecut needle driver was broken. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.